Event description:
It was reported that post paced t-wave oversensing (pptwos) was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed, but additional episodes of post-paced t wave oversensing (pptwos) due to fusion was observed. No additional reprogramming has been performed.